Manufacturer narrative:
Additional info has been requested. Synthes is unable to determine 510(k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided. Date of MFR was determined from lot number obtained from device received. This device was subject to a product recall. The available info does not reasonably suggest any relationship between the adverse event and the recall.

Event description:
N-hance rod implanted at l1-l3 for radiculopathy and degenerative disc disease broke postoperatively. Pt complained of increased pain. X-rays showed a broken rod on the pt's left side. The breakage occurred in the solid/hard portion of the rod instead of the dynamic area. Surgeon plans to remove the rod and screws and replace with another n-hance rod and click 'x screws. Surgeon will revise unilaterally on the left and hardware will remain implanted on the right.